Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency department with weakness. The right ventricular (rv) lead thresholds were high and had risen since the previous interrogation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.